Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms, rewind anomaly or back light anomaly due to unresponsive button. Device had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons get harder to respond. The customer's blood glucose level was unknown. The customer also reported that the insulin pump received failed battery test, scratches on screen, back light was more dim, rewinds slower and unexplained no delivery alarm. The device will not be returned for analysis.